Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv lead was fractured and had a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and sensing integrity counter (sic). There were also alerts on the rv lead for noise and for high/undefined pacing impedance. It was also noted that the rv lead had chronically low r-waves. The lead remains in use. No patient complications have been reported as a result of this event.